Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) oversensed t waves during implant testing. The physician elected to program the device to least sensitivity. Shortly after implant, the device oversensed a noncardiac signal. The device inhibited pacing and then delivered inappropriate anti tachy pacing (atp) as a result of the oversensing. Attempts to evoke noise were unsuccessful. No adverse patient effects have been reported. The ICD remains actively implanted.